Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the device, the cse discovered that the protective plastic on the gripper had deteriorated and the robot needed reattaching. The robot was replaced and calibrated. The cause of the dropped tubes was due to a robot malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Sample tubes were dropped by the sample loader robot of an advia workcell automation system. The customer stated that testing was delayed, and patients had to be re-drawn. There are no reports of patient intervention or adverse health consequences due to the dropped tubes.